Event description:
It was reported that the right atrial (ra) lead triggered an alert for high impedance. Far field r-wave oversensing was noted intermittently. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); (B)(4) implantable tachy lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.